Manufacturer narrative:
The hill-rom tech found the bed exit strips were excessively worn. The pt fell, fractured their face in 3 places, fractured wrist, and broke hip. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account is not repairing the bed due to purchasing new beds. Hill-rom contacted the account 3 times and was unable to confirm what medical treatment was provided for the injuries reported. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm is not alarming and a pt fell. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).